Manufacturer narrative:
The device was received not deployed. The download data showed that the device completed 29 pulses, 19 of which were first prime pulses, before being deactivated. No timeouts were observed in the download data, however a rotational sensor malfunction was observed. The device did not deploy due to a malfunction with the rotational sensor assembly ending the priming sequence earlier than expected. The drive mechanism was inspected and damage was found to the commutator cap. It could not be conclusively determined if the damage contributed to the malfunctions the drive mechanism was inspected and contamination was found to the commutator cap. It could not be conclusively determined if the contamination contributed to the malfunctions

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy, indicating a failure of the needle mechanism. The pod was not worn, and the blood glucose (bg) levels were unaffected.